Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/28/2021. Additional information: h6. Additional information was requested, and the following was obtained: 1. What are the name and date of index surgical procedure? Posterior lumbar interbody fusion. 2. What were the diagnosis and indication for the index surgical procedure? Diagnosis was unknown, but the indication of the surgicel powder was hemostasis, for the oozing. 3. Where was the surgicel used (on what tissue)? It was used to put the powder into the intervertebral foramen by avoiding the route. 4. Was the surgicel product left in place? Was the excess irrigated and removed? The wound was closed with washing lightly. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you please clarify if there was there any medical or surgical intervention performed to treat the numbness/ paralysis of the lower body (re-operation; prolonged hospitalization; prescription medication)? If so, please specify. Nerve block was performed on the 4th day after surgery. If medication was required, please clarify if it was prescribed or purchased over-the-counter: no further information is available. What is the most current patient status? The patient has been discharged from the hospital. Can you identify the lot number of the product that was used? =>no further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. During the case the entire amount of absorbable hemostat (3 g) was used for bleeding from the outside of the route with l5 and s1 fixation. The wound was closed after lightly washing. Numbness developed soon after surgery. A CT scan was taken, but there was no suspicion of screw abnormality or hematoma, and if it was possible, the doctor thought that the nerve was damaged by bipolar or a lump of the absorbable hemostat compressed the nerve. The method of using the absorbable hemostat was to stop bleeding extensively on the extradural surface. This time, it was used to put the absorbable hemostat into the intervertebral foramen by avoiding the route, and as a result, all of the absorbable hemostat sprayed became a lump and was not washed away, which was expected to temporarily compress the nerve. The patient has been discharged from the hospital. After the surgery, paralysis of the lower body developed, but the patient recovered after tests and nerve block were performed. A nerve block was performed on the 4th day after the surgery, then there was almost no pain after that, but considering the absorption period of the absorbable hemostat, there is a possibility that it was absorbed, and nerve compression disappeared. The patient was discharged from the hospital today on (B)(6) (about 2 weeks after the operation). It is not clear whether the current health injury was caused by the absorbable hemostat. It is not known whether it was caused by the absorbable hemostat, but it is possible that the clot of the absorbable hemostat put pressure on the nerve before it was absorbed in the body. Nerve damage due to bipolar cauterization is also possible, but since the patient is recovering, it is considered that no nerve damage has occurred. Additional information was requested